Manufacturer narrative:
There are no previous complaints on the device related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. (B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and the flow rate testing failed due to deviation was too low. The pump needed to be calibrated. The pump calibration confirmed to have successfully addressed the issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On 08/29/2024, znyo medical received a report that during the preventive maintenance (pm), the device had failed the 30 psi and the flowrate test. Occlusion could not reach minimum of 22 psi when occlusion alarm went off. (20 psi) and flow rate deviation was too low. (-6). No patient was involved.

Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a slower flow rate are not reportable when flow rate accuracy is below -5% but above -15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #: (B)(4).